Event description:
It is reported that the locking screw has loosened in patient. Implant date is unknown.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, x-rays are not available for review. The item and lot number of the device is not known. The cause of the locking screw loosening could not be determined due to insufficient information. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.